Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision. Additional information indicated that the hospital would handle the return of the explanted products. There was no additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. The lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision. Additional information indicated that the hospital would handle the return of the explanted products. There was no additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) explanted.